Event description:
It was reported that, during an office follow-up, the patient received an inappropriate shock due to atrial fibrillation. The clinic wanted to know why there was no stored episode for this shock. Technical services reviewed and discussed the device does not store episodes during a telemetry session. There were no adverse patient effects. The system remains implanted.